Manufacturer narrative:
The 100 samples sent back were visually inspected for leaks and crimped cannula. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5134668. No defects were found and unable to confirm complaint.

Event description:
It was reported that bd vacutainer® multiple sample luer adapter had blood leaking around the bottom of it when attached to the bd pbbcs between the tube and the adapter. No injury or medical intervention reported.